Event description:
It was reported that the bottom of the dilator broke during a procedure.

Manufacturer narrative:
Qn# (B)(4). The customer returned one dilator for evaluation. Visual examination of the separated end of the dilator body showed no obvious stress marks or signs of tearing/cutting. The edges were observed to be smooth and even. Visual examination of the dilator hub revealed no material from the dilator body (identifiable by the lighter blue color) remained recessed in the hub. This would indicate a clean break of the dilator body from the hub. Microscopic examination of the dilator hub revealed a small lip at the edge of the hub resulting in a smaller, recessed diameter opening. The dilator hub was cross sectioned and viewed microscopically. No lighter blue dilator body material was observed within the hub and the small lip at the dilator hub was observed to be of the darker blue hub material. No adhesive or molding material was observed. The separated dilator body length measured 7.125" which is not within the specification of the exposed dilator length (molded into hub) of 6.75"-7.00" per dilator product drawing. The separated dilator body cannot recess into the returned hub, indicating the molded dilator length was out of spec prior to separating. The dilator body outside diameter measured 0.112" which is within the specification of 0.111"-0.113" per dilator body extrusion product drawing. The separated dilator body would not fit into the recessed diameter of the dilator hub. A device history record review was performed with no relevant findings. The dilator product drawing, dilator body extrusion product drawing , and the sheath product drawing were all reviewed as part of this complaint investigation. The dilator drawing shows the dilator body recessed into the dilator hub approximately a quarter of an inch. The returned sample does not appear to be consistent with the product drawing. The customer reported that the dilator hub separated from the dilator body was confirmed through visual examination. The end of the separated dilator body was smooth and even and no dilator body material was observed in the separated hub indicating the separation was not a result of a stress tear. The separated dilator body measured longer than the specification for the molded dilator body indicating the body was not properly recessed into the hub during molding. Based on the dimensional and visual defects observed, the potential root cause for this issue is manufacturing related. A nonconformance request was initiated to further investigate this issue.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the bottom of the dilator broke during a procedure.